Event description:
Received report indicating the intraocular lens (iol) was fully inserted into the patient¿s left eye. When the iol was inserted the haptic was folded onto the optic and was cut off. The haptic was detached/missing. Customer added that this is a loading issue. The iol was removed and replaced with a non-jnj lens. The outcome does not significantly interfere with activities of daily life. Reportedly, the patient has recovered. No further information is available.

Manufacturer narrative:
Patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. Implant date if implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. Explant date if explanted; give date: not applicable as the iol was removed within the same procedure. Initial reporter name and address email address: unknown/no information. MFR site telephone number (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. A search of complaints revealed no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 08, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into five pieces, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.